Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician successfully placed ruby coils in the target vessel using a lantern delivery microcatheter (lantern). After advancing a new ruby coil into the target vessel, the physician was not satisfied with the coil position and decided to withdraw it and saved for later use after rinsing in saline solution. Next, the physician placed pod packing coils (pod pc) in the target vessel and repositioned the microcatheter. While attempting to advance the same ruby coil, the physician experienced resistance after one third of way into the microcatheter. Therefore, the ruby coil was removed. The procedure was completed using new a ruby coil and pod pcs with the same microcatheter. There was no report of an adverse effect to the patient.